Event description:
Reported false negative sars result for 1 patient during an assay validation. The customer communicated that the patient sample had been deemed positive with another molecular (pcr) method. The results were not reported out.

Manufacturer narrative:
Investigation conclusion: data review confirms presence of positive result for sample in question. Retain testing showed that product performs as expected. Review of qc documents show that product performed as expected. Unable to duplicate customer results. Root cause: could not duplicate with retains. Unable to determine. Source: phone and email.